Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving infumorph via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the patient had a non-critical pump memory error (code 95 on the a810 and 0e on the event logs). They had no unique exposure yesterday but did hear an alarm. Agent walked the rep through silencing the alarm and updating the pump. The message did not appear after the update and all programming was confirmed to resolve. The rep stated that the cause of the pump memory error code was unknown.